Event description:
It was reported that a patient death occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. The patient was intubated and in atrial flutter. The physician mapped the right atrium and went to the left side. After mapping, the physician decided to insert the versacross pigtail into the left superior pulmonary vein (lspv) and then exchange it for the faradrive sheath. After getting transeptal, the physician moved the sheath back and forth a couple times before pulling the sheath into the right atrium and advancing the intracardiac echocardiography (ice) catheter into the left atrium. During this period, the patient blood pressure dropped and the ice imaging became foggy, a large effusion was observed. The physician performed a pericardiocentesis, but as the event progressed, an open chest surgery was called and cardiopulmonary resuscitation was performed. When the surgeon opened the chest it was found that the wire through the appendage. The patient had passed away.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.